Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has been revised due to a fracture of the medial posterior condyle..